Event description:
Consumer stated receiving a blister from use of his heating pad. He was laying on the pad at the time of the incident and the pad slipped out of it's cover resulting in the burn. Laying on the heating pad is contrary to proper use instructions.